Event description:
The recipient is reportedly experiencing inflammation, infection and pain following initial implant surgery. The recipient was prescribed antibiotics (type unknown) and an ointment. The recipient is reportedly experiencing retention issues due to inflammation. The recipient is reportedly wearing the device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved, however the recipient is still experiencing retention issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. It was reported that the injections and shaving a small patch of hair improved retention. The recipient is using the device without issue. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will reportedly undergo a series of kenalog injections. The recipient continues to use the device with a head wrap. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.